Event description:
The customer reported that while preparing the subject device for use during an unspecified procedure, the device was leaking from the body control unit (bcu). The intended procedure was successfully completed. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the suction cylinder was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in the suction cylinder).

Manufacturer narrative:
During inspection and testing, the foreign material found in the suction cylinder was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from the bcu) was confirmed, as service found leakage from a cut in switch button #1. In addition, service found the adhesive on the bending section was broken, the connecting tube protector was damaged, the video cable protector was damaged, and the objective lens was cracked. Movement of switch button #1 was out of specification due to separation, and switch button #1 was deformed. The bending angle in the up direction was out of specification due to wear of the angulation wire. The adhesive around the light guide lens was worn, the distal end was scratched, and the universal cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the user¿s reprocessing method differed from the recommended instructions for use (IFU). The facility staff were inadequately trained in device handling and/or reprocessing as per the IFU. The user can detect the suggested event properly by handling the device in accordance with the following items in the IFU: "inspection of the suction function. Inspection of the instrument channel." There was a possibility that the user could decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.